Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medsun, PICC [peripherally inserted central catheter] placed at bedside in right basilic vein under sedation. Procedure progressed as normally done using sherlock 3cg sensing system. Follow up chest x-ray showed small radiographically present curved shape. Cxr completed, noted the same finding on cxr [chest xray]. Chest CT showed a curvilinear metallic foreign body within a distal subsegmental branch pulmonary arterial of the right middle lobe. This foreign body may not be entirely occlusive as vessel opacification is seen distal to the foreign body. The team is now deciding whether it is more of a risk to leave it in or remove it. Additional information received 03/20/2025: it was reported, the risks of removing it outweigh the benefits at this point in time. The piece is in the patient¿s artery. No other information was provided.